Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During procedure, it was found cracking of anchor under the arthroscopic image during anchor insertion. A backup device was readily available. No delays or patient injuries were reported.